Manufacturer narrative:
(B)(4). The evaluation/repair of the device has not been completed.

Event description:
It was reported that an 840 ventilator was found inoperative during set up. There was no patient involvement.

Manufacturer narrative:
(B)(4).